Manufacturer narrative:
A device history record review was completed on the reported lot v6h173. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. At the time of this investigation, no samples were provided to cardinal health. Therefore; without a sample we were not able to perform any type of investigation in order to determine a root cause for the issue reported. At this time, no corrective actions will be initiated for this complaint. The manufacturing facility will continue to monitor for any similar complaints and take action if determined.

Event description:
Allegedly ms. (B)(6) sustained injuries to her right hip/thigh/waist after using a cardinal health instant cold pack. Ms. (B)(6) allegedly experienced pain and blistering following the use of the ice pack. Ms. (B)(6) allegedly went to her doctor who diagnosed her with 2nd and 3rd degree burns. Ms. (B)(6) claims she has incurred pain and suffering, loss of enjoyment of life as result of her injuries. Ms.(B)(6) claims she will have scarring and need future plastic surgery.